Event description:
The patient was revised because of dislocation. Per the pt, he heard a crack when he sat down. The surgeon found the bipolar liner had a split that went all the way around the outer edge.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known/provided product and lot code since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.